Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department (ed) and was admitted to the hospital due to a stroke. Log files showed no unusual events recorded in the log file event history and the site noted no device issues. The mechanical circulatory support (mcs) equipment was operating as intended. Details provided on (B)(6) 2025 noted that the patient remained hospitalized at the time.

Manufacturer narrative:
H6 additional code - nervous system e16: muscle weakness e1621. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The stroke onset was approximately (B)(6) 2025 at 20:30 when the patient's family called reporting the patient having slurred speech and left sided weakness. The patient had a previous stroke on (B)(6) 2025 and was on eliquis (MFR 2916596-2025-07212). The patient had endocarditis and possible septic emboli. It was additionally reported that the patient passed away. The cause of death was determined to be septic shock due to chronic driveline infection, septic emboli. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Section g3: date received by manufacturer in the previous submitted report was inadvertently left blank, the correct date is 10oct2025. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s driveline infection or sepsis could not be conclusively determined. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms captured. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, driveline infection, sepsis, localized infection, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists infection and thromboembolism as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Section 6 also outlines indications of thrombus as well as how to respond to such events. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.